Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -9.5 (sphere/cylinder/axis) became stuck in the cartridge or injection system. There was patient contact but no patient injury. It was reported that a backup lens was successfully implanted. The problem was resolved. Status of the eys is said to be, "all fine."

Manufacturer narrative:
Weight:unk, ethinicity:unk, race:unk. H6: work order search: no similar lots within associated lots were found. Claim# (B)(4).